Event description:
The customer reported internal burning and "unit is smoking". The details provided by the customer are limited; the customer did report that the device was not in use in a clinical area when the event occurred. Reportedly it was plugged in and the nursing staff smelled a burning odor. There is no report of smoked visualized. No other event information is available, no details of any patient event have been made available.

Manufacturer narrative:
The customer¿s report was confirmed; physical inspection of the pcu noted the left iui connector was thermally damaged across pin #2 (+v8 in/out) and pin#3 (/moddetl). No cracking of the connector body was observed. The outside of the case was found to be in good condition, however during removal of the thermally damaged iui the rear case was also found to have thermal damage. Analysis of the pcu error log confirmed error 120.4410.0 (low backup voltage failure) occurred on (B)(6) 2015 at 3:17am. This error is believed to be associated with a short circuit of the 8 volt power supply occurring on the iui. Although the customer did not have a report of any patient event the log showed four active infusions at the time the short circuit event occurred. Just prior to the event, at 3:16 am, a channel disconnect event occurred. At the time of the channel disconnect one pump module was found to be infusing at 10ml/hr, and a second pump module was infusing at 250ml/hr. Both modules were shown as being removed from the pcu at the time of the channel disconnect event. One second later two additional pump modules were also shown as being removed from the pcu; one was infusing at 3ml/hr and the other was infusing at 50ml/hr. It could not be definitively determined from the log review if the attached modules were intentionally removed by the user or were removed due to the thermally damaged iui connector. The proximate cause of the customer complaint is a thermally damaged iui connector on the pc unit.